Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable minicap transfer set was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a leaking transfer set while performing peritoneal dialysis (pd) therapy. The leak was noticed prior to starting therapy; however was reported during dwell. The patient was connected. There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.